Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7106466, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, and as a result, the implantable the leads were replaced. Postoperatively, the patient is doing well. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.